Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and high ventricular rate was observed on the right ventricular lead. The physician will continue to monitor the patient by follow-up. The patient was in stable condition.